Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description was corrected. Product ID: 3889-28, lot# va0r2td, implanted: (B)(6) 2015, partially explanted: (B)(6) 2016, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the device was explanted about a year after implant and a portion of lead wire was abandoned after having the battery removed. Caller said it was too hard to remove the whole lead. No further complications were reported or are anticipated.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va0r2td, implanted: (B)(6) 2015, partially explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the device was explanted about a year after implant and a portion of lead wire was abandoned after having the battery removed. Caller said it was too hard to remove the whole lead. The caller was asking for MRI compatibility guidelines, and it was reviewed that an MRI was not recommended with the abandoned component. The reason for the device explant was not given. The patient needed a scan for a bladder cyst that is 7 cm in size, and patient did not know whether the bladder cyst was related to the device/therapy. The device was explanted 2016 and the bladder cyst was found last week. No further complications were reported or are anticipated.